Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the cheekbones and the chin with several syringes of juvéderm voluma® xc. Three weeks later, they experienced swelling in the cheekbones. Over the last few months, it keeps swelling and the lumps are the size of an egg. Patient has been going back and forth to have the filler dissolved using hylenex or hyaluronidase, but symptoms ongoing. Part of the patient¿s face has a big black bruise. An ultrasound was performed on the right side of their face and it was confirmed that there was an infection. Patient then treated with water pills, antibiotics, and antihistamine. The infected areas are now flat where the injector treated it with hylenex and the other side is starting to be dissolved. The patient¿s family doctor tried to dissolve the left side that was swollen but the lumps remains. Patient was told they were allergic to juvéderm®. Patient stated they still has tenderness in the cheekbones and the black bruise on their cheeks is getting worse. The symptoms are ongoing.